Manufacturer narrative:
A sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A closer inspection under magnification of the sample was performed and it was noticed the solvent was not uniform applied to the tubing. Functional testing performed included pressure, clear passage under water, and pull testing. And the defect could not be confirmed and the product functioned according to manufacturing requirements. A leak was noted at the tubing / filter interface during leak testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. However, in order to duplicate the leak condition as reported, the set bonds were tested with air to 45 psi, and when the set sample reached 30 psi a leak was noted at the tubing / filter interface during leak testing; as such, the product did not meet its design requirements per procedures. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A baxter quality engineer reported that during a device study a clearlink set was leaking during air pressure testing at the tubing filter interface. There was no patient involvement. No additional information is available.